Event description:
Complainant alleged that upon arriving at scene, the patient was in cardiac arrest. The ambulance crew arrived and the patient was being treated with an AED. This device was then attached to patient and failed to discharge via paddles. Upon a second attempt, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. However, the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.